Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with syncope when intermittent loss of capture was observed. Loss of capture was also noted in real time. The lead was capped. The patient condition was well.